Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to the pharmacy due to dead meter. Meter was returned for evaluation. Product testing was performed and defect found on returned meter: does not turn on with strip inserted. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-001: miscellaneous user induced contamination on the strip connector. Note 1: manufacturer contacted customer in a follow-up call on 03-feb-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who requested manufacturer follow-up in a week to ensure the replacement products resolved initial concern. Note 2: manufacturer contacted customer in a follow-up call on 10-feb-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for dead meter. Wife is calling on behalf of the customer. The customer feels well and did not report any symptoms. Per the caller, the customer had received the true metrix meter a month ago. Due to the meter not powering on, the caller stated they had gone to the pharmacy for assistance on the day of the call. Caller stated the pharmacist had assisted with troubleshooting, had changed the battery and the meter was still not working. Customer had been advised to contact the manufacturer. Caller stated they had already performed troubleshooting with the pharmacist.